Manufacturer narrative:
Continuation of d10: endurant ii iliac stent graft, etlw1620c156ej , implant date: (B)(6) 2024 endurant ii iliac stent graft, etlw1620c93ej, implant date (B)(6) 2024 b5: additional information received: it was reported that the endoleak was a type IV due to graft wall porosity. There was no impact to the patient. The sponsor assessed the endoleak as causally related to the device and possibly related to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii/iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm as part of the advance study. It was reported during the index procedure an unknown type endoleak was observed.  The sponsor assessed the endoleak as possible device and procedure related. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.